Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was leaking. The customer reported that she took the device out of her pocket and noticed that it was wet. The customer also reported that the device previously had a no delivery alarm. Blood glucose level at the time of the incident was not provided. The insulin pump was not replaced or returned for analysis.